Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2025. On (B)(6) 2025, it was reported that the patient experienced inaccurate cgm readings. When the readings came back, his reading was over 350 mg/dl, no comparison to the bg (reportedly inaccurate), and he gave himself insulin through his omnipod (unable to identify how much dosage he took). He then lay down afterward and went unconscious. His neighbor called the rescue team, and fire rescue came. When they came, they checked his bg, and it was below 30 mg/dl, and they brought him to the hospital. The behavior of the display device during that time was not documented. There was reportedly no comparison from his cgm device. At the hospital, what he remembered was that he was given unknown medication to bring his sugar back. The bg reading only got up to 100 mg/dl, no comparison to the cgm. He stayed at the hospital for 2 days and was discharged thursday, march 20, 2025, still wearing the same sensor. His reading was at 146 bgm vs. 146 mg/dl on his cgm device. The patient was fine and stable during the report. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation found a difference in values that falls within the a zone of the parkes error grid. No additional patient or event information is available.